Event description:
As reported, during umbilical hernia surgery the surgeon tried to fixate a mesh using sorbafix enhanced fixation device. It was reported that 3 to 4 fasteners were deployed but did not penetrate through the tissue to fixate the mesh. It was reported that the loose fasteners were removed from the patient's body. It was also reported that a capsure fixation device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced fixation device failed to fixate the mesh. The subject device has been returned for evaluation. Evaluation of the sample finds the device received is out of sync, tack set is out from use as seen by the exposed fasteners. This is not indicative as manufactured condition. While a definitive root cause cannot be determined the most likely cause for the tack setback to go out sync during use is the result of event occurring during user/ device interface. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november, 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.